Manufacturer narrative:
Medwatch (B)(4) received from facility. No sample or lot number was available with report or upon investigation. Customer reported the patient does fall asleep during dialysis treatments. It was unknown if the patient's arm fell off the arm rest or if some other movement was associated with reported event. Customer stated they have been using micropore plus tape for a long time and have had no other reports of low adhesion or dislodged dialysis needles.

Event description:
Customer reported micropore plus tape was used to secure a patient's dialysis needles during treatment. The venous needle reportedly became dislodged, the patient lost approximately 400 ml of blood and became unresponsive. Rn reportedly applied pressure to the venous venipuncture site, attached the venous line to arterial needle, attempted to return blood and also administered 500 ml of saline. After infusion of saline, patient became responsive, was able to verbalize and follow directions. Patient was transferred to emergency room and was reportedly hospitalized for about one week. The patient reportedly received blood transfusions while in the hospital. The patient has been discharged from the hospital and was reportedly doing well but was still receiving micera for a low hemoglobin.